Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection of internal components revealed sheared teeth on the firing rack. The firing knobs were fully retracted and the articulation knob was in neutral position. Functionally, an access hole was cut into the instrument body for visualization of the firing rack. The sheared teeth teeth damage was confirmed in the 6th and 7th on the firing rack. It was reported that the device did not fire and made strange noise. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: failure to completely fire the reload will result in an incomplete cut and/or incomplete staple formation, which may result in poor hemostasis and/or leakage. Always inspect the tissue thickness and select an appropriate staple size prior to application of the device. Overly thick or thin tissue may result in unacceptable staple formation. When positioning the stapler on the application site, ensure that no obstructions, such as clips, are incorporated into the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant product: egiaushort endogia ultra univ sht stap (lot#: unknown); egiaushort endogia ultra univ sht stap (lot#: unknown); sig45axt, tri 2.0 sig45axt 45 xtra thk 15mm (lot#: unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic video-assisted thoracoscopic surgery (vats) lobectomy on the patient with a large and hard lung, in pulmonary parenchyma resection, the surgeon was able to press the green button, but the handle could not be squeezed. The device did not fire. The surgeon tried to squeeze forcibly; the device made a cracking sound. A new handle was used, but it also made a cracking sound and could not be squeezed. Another device had the same issue. To resolve the issue, another stapler from another manufacturer was used. There was no patient injury.